Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty locking the luer connector into the ilet device during a supply change. The connector could not fully turn or secure into place. The user used a different connector from another lot and successfully completed the supply change. Blood glucose levels were unaffected, and no injury was reported.